Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm measured 155 mm in length x 56 mm in diameter and vessel morphology is unknown. The aortic neck is 26 mm in diameter. The pt has a history of peripheral vascular disease. It was reported that a 28 mm x 3.75 cm aortic cuff stent graft was misplaced or may have been intentionally placed low; therefore, the device was converted to an aorto-uni-iliac device, and a femoral-femoral bypass was performed. Final angiogram demonstrated an acceptable outcome with no endoleak. No clinical sequelae were reported and the pt is reported to be fine.